Event description:
The pt received two leads with the same lot number. It was reported the pt had fallen in two separate incidents. After one fall, the pt was taken to the emergency room. Although initial reprogramming was able to provide stimulation coverage, the leads had multiple contacts with invalid impedances. It was reported the pt had increased new pain issues related to rsd, and the sjm rep was unable to reprogram around the invalid contacts on the leads. It was reported the pt met for reprogramming, and the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.